Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date was entered as (B)(4) 2014. Evaluation summary: the device was returned for evaluation. Without specific reported failure mode information available, the reported event could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.